Event description:
Information received from the (B)(4) study. Treatment of a large unruptured saccular sidewall aneurysm measuring 12mm x 4mm located in the cavernous segment of the right ica (internal carotid artery). The subject was treated with plavix and aspirin prior to the procedure and given heparin intra-operatively. It was reported that the patient presented with neurological symptoms of blurry vision, diplopia, disconjugate gaze, ptosis, and temporary loss of vision underwent pipeline (4.50mm x 18mm) embolization treatment on (B)(6) 2012 and there was a narrowing of the device at the anterior genu. A balloon (an option presented in the instructions for use, u.s.) Was used in an attempt to fix the narrowing. The stenosis improved on its own during manipulation. The entire neck of the aneurysm was covered by the ped (pipeline embolization device) and no side branches originating from the aneurysm sac was covered. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).